Event description:
Customer reported that an adult patient undergoing anesthesia had an IV infiltration. There were "complications" and it was a "significant event." Risk management reported that the patient did require medical care for the significant infiltration. The customer stated that the patient is currently contending continuing nerve injury. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. The customer stated that the product will bot be returned because the device was not sequestered. The alaris system was not designed or intended to detect infiltrations and does not alarm under infiltration conditions. This is stated in the directions for used manual within the general information, warnings section. No devices were received for investigation and the customer had not provided any additional information, even though it had been requested. Based on these facts, no further investigation of this issue can be performed.